Event description:
Consumer called to report an incident that happened while using her plink meter. Tested and had a result of 65, was actually "lo" and had to call the ambulance and was taken to the ER for treatment.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.